Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Note: suspect medical device brand name = pipeline flex w/shield technology model # = ped2-400-18. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of aneurysm located in the posterior communicating artery (pcom) in the right internal carotid artery (ica), the pushwire tip coil broke off inside the microcatheter. It was reported that resistance was encountered upon advancing the wire to introduce the pipeline however only traveled a number of centimeters into the lumen when the pipeline was seen to be deployed in the microcatheter hub. The physician then pulled back the pushwire/delivery wire and there was visible resistance and then suddenly moved likely at the timing of the tip coil detachment. It was reported that this was to encourage the pipeline braid to come out and allow maintenance of established 'distal to aneurysm' tip position to avoid navigation of microcatheter through anatomy. A slight jump in wire was noted and pipeline device was removed intact. However, on inspection of the pushwire, it was clear that the leading tip coil had broken off and was stuck inside proximal segment of the microcatheter lumen just beyond the hub. All fragments and devices were successfully removed. A new pipeline and microcatheter were used to successfully treat patient. No patient injury was reported. Post angiographic result was good. The aneurysm was saccular max diameter was 8 mm and the neck diameter was 8 mm. The distal landing zone was 4 mm and the proximal was 4 mm. The patient had normal vessel tortuosity. The access vessel was 5-6 mm. The reported device and accessory devices were prepared as indicated in the IFU. Dapt was administered. Continuous heparinized saline flush was used as per the IFU, during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex with shield pushwire and microcatheter were returned for evaluation. The pipeline braid was not returned. The reason for not returning was not provided. The pushwire was found to be separated into two segments (distal and proximal). The distal broken segment was found to be stuck inside the catheter lumen. The proximal segment of the pushwire was found outside of the catheter. For further examination, the distal broken segment of the pushwire was then pushed out of the catheter lumen with difficulty. The pushwire was found to be separated at 1.75 cm from the distal tip coil (proximal to the dps sleeves). The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Kinks and bends were found on the pushwire. The broken end of the pushwire was then sent out for scanning electron microscope (sem) analysis. No other anomalies were observed. Based on the analysis findings, the event description and the sem analysis; the clinical observation was confirmed. It appears the pushwire separation was secondary to tensile overload. It is possible that the ¿resistance during delivery¿ may have contributed to the reported issues; subsequently causing the pipeline flex delivery system to become damaged and separated. Additionally, the damages seen on the catheter body (accordioning), proximal wire (kinking/bending/separating) and hypotube (stretching); suggest excessive force used such as pushing and pulling. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ additionally, the lot history record of the reported lot number of the marksman has been reviewed. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture. D. Suspect medical device brand name = pipeline flex w/shield technology model # = ped2-400-18 a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.